Event description:
The customer tested her blood glucose using her contour meter and received a reading of 174 mg/dl. She retested using another meter and received a reading of 74 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot. No product will be returned. The meter was replaced at the customer's insistence.